Manufacturer narrative:
Upon disassembly, it was found that the potted trigger assembly showed signs of a thermal event, and the bearings were damaged. The motor was replaced due to the error message and the device was returned to the user facility.

Event description:
The tps universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.